Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill test to reservoir. No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no leakage when plunger was disconnected from reservoir, performed manual test and found plunger easy to release from stopper-plunger. 1.- value: .05 also, inspected reservoir¿s snap-cap width dimension. Also using a new lab infusion set connect found reservoir's snap-cap too tight to connect/lock/release. 1.-value: .450 ran basal, bolus leaking test as follows: reservoirs filled with diluent and connected to new infusion set. Installed reservoirs and connectors into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs no air bubbles and not leak. Evaluated one open and used reservoir. Performed visual inspection and found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard. Unable to pre-fill. Also performed manual test and found plunger easy to release from stopper-plunger. 1.- value: .05 evaluated one open and used reservoir. Performed visual inspection and found missing septum from the snap-cap. Unable to perform pre-fill test. Also performed manual test and found plunger easy to release from stopper-plunger 1.- value: .15 checked reservoir snap-cap width dimension. Using a new lab infusion set connected reservoir and found easy to connect/release. 1.-value: .446 the information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2020.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call reservoir was leaked and snap cap popped off. Customer¿s blood glucose level was unknown. Customer stated that the location of the leak was two where plunger rod goes. Customer stated that the leak was past second o ring. Customer reported that the medium air bubble in reservoir. The reservoir will be returned for analysis.